Manufacturer narrative:
The viasys field service rep evaluated the device and determined that the root cause of the reported event was a faulty driver power module. The viasys field service rep replaced the affected component and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service.

Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "This vent was working fine on a pt when the driver suddenly stopped and was not able to be restarted. The vent alarmed appropriately, so he end-user was able to place the pt on another 3100a. No pt compromise. This vent was then was brought down to biomed for evaluation. Denny explains that he is not factory trained, but he was able to verify the complaint. He checked the power supplies, all regulators and the vent checks out fine. He performed the pt circuit calibration and the vent pressurizes fine. However, when the start/stop button is depressed, the driver does not start." The following description of the event was copied from a letter form the user facility in response to a letter sent by viasys requesting additional info. "The infant was placed on the hf and when the power was turned on the pistol did not work. The machine was powered down and up again still no power to piston. The infant was bagged and another hf was used which worked fine. The machine did not audibly alarm."